Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold, deformation device and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "the biopsy result was cd 30 negative and alk negative" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. Device has been explanted.